Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient had a possible bowel obstruction. CT imaging was done, and it was unclear based on the physician¿s report of the CT if the catheter was in the abdominal cavity. The patient was scheduled for surgery the next day and per the physician, the patient was going to decide if the pump and catheter would be explanted; the catheter removed; or a new catheter implanted. The issue was not resolved, and it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Additional information was received on 10-dec-2020 from an hcp via a company representative who reported that today, during the surgery to explore the possible bowel obstruction, the patient underwent pump and catheter explant. The tunneled portion of the catheter was inside the abdominal cavity per the surgeon. The surgeon stated that the catheter may be a factor but was not certain.